Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the error alarm test. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded but was normal and needed no medical treatment. No further information was provided.